Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. Correction: d9. Additional information: h3, h4, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. However, additional potential adverse events were noted where there was an e226 error and no image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause for the communication error was not determined. An investigation into the e226 error and no image determined that there was a defective transmitter/receiver module. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had scope communication error. There were no reports of patient harm.